Event description:
It was reported the customer was having issues with the serter. The sensor needle hub didn't release from the serter when the button was pressed. No blood glucose level was noted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-04680.